Event description:
When the temporary pacemaker was switched on with a frequency of 180bpm it did not work well and the heart was not continuously stimulated. The pacemaker was changed and the second one stimulated properly. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).